Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ; product type: 0200-lead; implant date on (B)(6) 2023, brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The indication for use was fbss leg/back and spinal pain indications. It was reported that the patient needed MRI. The hcp stated that the reason for the MRI was that the leads had moved and the patient could not feel stim anymore. The hcp inquired if they could proceed with MRI. Regarding event date, the hcp noted that the patient had a cat scan on (B)(6) 2024 so the issue presented prior to this. The manufacturer's technical services specialist (tss) redirected to the patient's managing hcp to verify MRI eligibility and reviewed lead location is a factor of scan eligibility.